Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The cause of the motor stall was not determined. The patient's weight remained unknown. The device was replaced on (B)(6) 2017 and was sent back to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 8.512mg/day via an implantable pump. The indications for use were non-malignant pain, post lumbar laminectomy syndrome, lumbar radiculopathy and spinal pain. It was reported a motor stall occurred. The patient went in for a normal appointment and a motor stall was discovered. It was noted as ¿n/a¿ when asked if any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting was reported as the logs were read the motor stall occurred on (B)(6) 2017 at 10:52, stopped pump period may exceed tube set occurred on (B)(6) 2017 at 10:52 and a motor stall recovery occurred on (B)(6) 2017. They planned to replace the pump. There were no patient symptoms and the patient status was noted as alive, no injury. No further complications reported.